Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead triggered an alert, which indicated that the pacing impedance greater than 2000 ohms. As programmed, the pacing configuration switched from bipolar to unipolar. However, the lead did not have capture, in this configuration. The healthcare provider health care professional (hcp) did not want this to happen again and thus turned off the alert. Once the lv lead was programmed back to it's original configuration, impedance was about 1400 ohms and threshold was 0.9 volts at 0.1 milliseconds. The physician was informed and decided that since the right ventricular (rv) lead remains fine and threshold is good on the lv lead, the patient will be monitored. No adverse patient effects were reported.